Event description:
The "rapid gas loss" alarm sounded. The alarms continued and the iab was removed. (Multiple event to initial customer complaint number 97-00895) on 8/11/97, datascope was notified that the pt went onto expire and the doctor indicated that the pt's death may have been iab related. (Event complications: unk - reported 7/31/97; expired - ) reported 8/11/97. (Pt's current status: expired-reported 8/11/97.)